Event description:
It was reported that the pt underwent a revision surgery in 2007 to remove 2 screws broken bilaterally at s1.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The products were reported to be discarded by the hospital. A review of the device history records revealed no non-conformance to specification. Unable to determine cause of the event.